Manufacturer narrative:
The defective device was not returned for investigation and the affected lot number was not available, therefore a retention sample could not be retrieved for investigations. The investigations was carried out through visual inspection of the picture provided by the costumer. The photo showed a small portion of the bending cover, was found missing on the insertion part of the ascope3. Trying to simulate the reported failure, two scenarios was created, using an ascope3l and a 7.00mm et-tube. Scenario one: first applied lubricant to the ascope3 before inserting it into the et-tube as indicated in the IFU. The ascope3 was able to move smoothly inside the et-tube, and no tears in the bending cover could be observed. During the second scenario a ascope3 was inserted into a 7.00mm et-tube, without the application of a lubricant, and thus not following the IFU. Resistance between the et-tube and the ascope3 was observed during both insertion and removal. While removing the ascope3 from the et-tube with rough handling (excessive force) it could be observed that bending cover was teared due to resistance between bending cover and inner wall of et-tube and a tear in the bending cover could be recreated to some extent. It is therefore suspected that the user did not apply sufficient lubricant to the ascope3 and used excessive force when handling the ascope3, thus not following the IFU. According to instruction for use "lubricate the insertion cord with a medical grade lubricant to ensure the lowest possible friction when the ascope 3 is inserted into the patient" and "excessive force should never be used when operating ascope 3". Customer reported that patient condition was not affected. For the last 12 months, complaint rate is at 0cppm, for this failure.

Event description:
An ascope3 large was inserted into a 7.0mm et-tube, during a procedure. Directly after the procedure, it was discovered that a small section of the bending cover was ripped and a small piece of the bending cover was dropped into the patients airway. An ascope3 regular was immediately used to retrieve the small piece. Patient condition was not affected.